Event description:
It was reported that the shaft was fractured. The 85% stenosed, 15mmx2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft became fractured. The device was simply pulled out and it was confirmed that no device fragments remained in the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that the shaft was fractured. The 85% stenosed, 15mmx2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft became fractured. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual, microscopic and tactile examination identified no kinks or damages along the entire length of the hypotube. A visual and microscopic examination of the extrusion shaft found no kinks or damages.